Event description:
In 2008, the pt reported that while changing her insulin cartridge, the plunger became stuck to the piston rod of the infusion device, and 315 units of insulin spilled into the cartridge compartment. The pt was educated on the proper technique for removing the insulin cartridge from the infusion device. She was assisted with switching to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional, or second party to address the issue. Product was replaced, and requested to be returned for evaluation.